Event description:
Boston scientific crm received information from the patient's wife that the patient had passed away. The patient's wife alleged that the device kicked the patient to death. As of today, no information is available in regard to the cause of death. There have been no allegations against the device received from any medical professional. The device has not been returned for analysis. An attempt to obtain additional information from a local field representative (fr) was made. The fr was unable to provide any additional information.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.